Event description:
It was reported that, the patient received an inappropriate shock by the subcutaneous implantable cardioverter defibrillator (s-ICD) system and this electrode during rest, lying on the bed. During the follow up, similar noise was reproduced in primary and also in alternate vector by putting the left arm to the other side of the chest or by stretching the left arm above the head. The noise was not present in secondary vector, so sensing was changed to secondary vector. The technical services (ts) recommended to performed x rays, and it is suspected that the sense b node is compromised. This electrode remains in service. No adverse patient effects were reported.